Event description:
The user received incorrect results for multiple assays for three patient samples. All repeat testing was performed on the integra analyzer. Sample 1 initial albumin result was 8.6 g/dl, repeat result was 4.4 g/dl. Sample 2 initial glucose result was 20 mg/dl, repeat result was 102 mg/dl. The initial calcium result was 17.4 mg/dl, repeat result was 8.5 mg/dl. Sample 3 initial calcium result was 13.9 mg/dl with a data flag, automatic repeat result on the same analyzer was 8.46 mg/dl. Repeat results from the integra analyzer were 9.75 and 9.61 mg/dl. The incorrect initial results were not reported and the patients were not treated based on these results. The albumin reagent lot number was 61868401. The calcium reagent lot number was 61689501 and the glucose reagent lot number was 61774601. The field service representative determined the final rinse nozzle with a teflon tip was misadjusted and sticking in the up position. He cleaned and adjusted the rinse nozzles, cleaned the wash stations and adjusted the sample probe. He verified the analyzer operation he ran precision testing with acceptable results.